Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "enlarged lymph node" and they "feel extremely threatened and scared by having an implant that has been recalled." Patient additionally reported "benign lymphoma in armpit recently diagnosed by biopsy;" this event is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: enlarged lymph node and the concern of the product.

Event description:
Patient reported left side "enlarged lymph node" and they "feel extremely threatened and scared by having an implant that has been recalled." Patient additionally reported "benign lymphoma in armpit recently diagnosed by biopsy;" this event is not device related. Device remains implanted.